Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image was flickering during preparation for use. There was no patient involvement.

Manufacturer narrative:
Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem was found and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.